Event description:
It was reported that the gastrointestinal videoscope exhibited incompatible scope error (e315). The issue occurred during inspection of use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on plug unit led to incompatible scope error (e315). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.